Event description:
Customer reported when the hold button is in use, there is long delay before the alarm returns to the monitoring loose. The customer could not provide date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned alarm did not confirm the reported issue; the unit goes into hold and comes out of hold as expected and the unit passes all functional tests. However, the battery springs are bent inside the battery compartment. The bottom right corner of the alarm case is chipped and the case is cracked near the battery door. Battery door is chipped. (B)(4).